Event description:
The pt contacted lifescan and alleged the strips would not insert into the one touch ultra meter test strip port. The medical affairs specialist contacted the pt to verify the info. The pt first noticed the insert strip problem, due to test strips peeling. They had previously used some out of the same vial without difficulty. They continued to keep their regular routine of eating, medications (glucovance three times a day) and exercising, without obtaining a reading, they again were unsuccessful in attempting to use the meter, went to church, began feeling unwell, continued to feel worse, about 3pm they had a "bad headache, felt cold and blood pressure was low" and their spouse drove pt to the emergency room. On arrival pt's blood glucose on an unk meter was 479 mg/dl and pt was given insulin. The pt was admitted and stayed for 2 weeks. Diagnosis was hyperglycemia and worsening preexisting liver failure. The pt is now on insulin 5 times a day, sliding scale based on carbohydrates. Based on the info obtained from the pt, though the existing liver disease ontributed to the hospitalization (now on liver transplant list). At the same time, there is indication the treatment may have been delayed, due to a product malfunction leading to an adverse event.